Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have the grip axis pin dislodged from the grips diameter measures approximately 5.77 mm at the swaged end compared to the nominal pin diameter of 5.29 mm. Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to manufacturing.

Event description:
It was reported that the 8mm prograsp forceps instrument had a pin coming out. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site did not have the answers to any of the questions asked.